Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report: 1627487-2015-10274. The patient had two leads implanted with different lot numbers. We are unable to determine what the lot number of the right lead is, therefore we are reporting on both lot numbers. It was reported the patient had lost stimulation coverage in her right leg and low back. The patient underwent surgical intervention where the right lead was replaced with a new one. The physician noted a visible fracture near the anchor site on the right lead. The patient is now receiving effective stimulation.